Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined. The investigation could not rule out inappropriate pre-analytical sample processing or unexpected vitros 5600 analyzer performance as potential contributing factors to the event. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagents were performing unexpectedly.

Event description:
A customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient sample result: 0.253 ng/ml vs expected result 0.029 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4).